Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The controller event log file contained data from 07:46:23 through 12:46:04 on (B)(6) 2021, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted without any symptoms or alarms. Patient's lactate dehydrogenase was trending up to 388 u/l, so log files were sent for review to determine if there was a pump thrombus present. The patient was started on a heparin drip. The log file review showed multiple pulsatility index (pi) events. The data review did not contain attributes which would lead to suspect the presence of a thrombus within the motor chamber, not excluding the circulatory loop. Additional information was received that the ldh was rechecked and noted to be lower, at 267 u/l. The patient was stable and discharged.